Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The aus was cycled in clinic, but the pump stayed flat. The patient underwent surgery and all components were removed and replaced. The source of the fluid loss was not identified. There were no patient complications.